Manufacturer narrative:
Unit passed displacement, sleep current measurement, and active current measurement. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Upon completion of these tests however, the middle (enter) button unexpectedly stopped working. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After swapping the boards into another case and then swapping a known good pcba2 onto pcba1, the keypad anomaly persisted and seems to be isolated to pcba1. The unit was received without a battery cap. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did received low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.